Event description:
Additional information was received from the patient. In response to a request for clarification regarding stimulation already being on, they reported that they thought they had turned off the therapy. They found out the problem. When they shut off the therapy and turn the smart programmer off right away, the therapy actually stays on. To correct this they have to wait for the message "the therapy has been turned off" to show up and then the smart programmer can be shut off. In this case the therapy will stay off until it is turned on again. So the patient had solved the problem and it had been resolved. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Note that h.6 codes have been updated to reflect the new information (removal of a090402). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that this morning the patient turned off the stimulation. Went to turn it back on and the stimulation was already on. He said, it give a therapy message that said therapy has been turned off. Agent did not ask about the circumstances that led to the reported issue. Patient services asked him if he swiped from on to off and he said yes. The issue was not resolved through troubleshooting. Patient services told him to let us know if it continues to happen.